Event description:
Stryker serfas energy probe ref # (B)(4), lot # 10175ae2 and also serfas energy probe ref # (B)(4), lot # 10209ae2 failed during a shoulder case. The insulation at the distal end of both probes melted during the procedure.